Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none, pictures. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch. There are (B)(4) units in our stock. Received one picture of the front box label and one of the back box labels to analyze the complaint. The picture of the front box label shows that the printing is incomplete, there is missing information. This defect took place in the warehouse at the moment of preparing the shipment. The ribbon (printing ink) was finished and this label was not printed completely. Checked the manufacturing process (labeling) of the involved box and the failure was occurred due to the personnel involved in the packaging step did not checked this box and it was shipped to the customer. Note of this incident is taken and is considered an isolated and accidental case. The involved personnel will be warned about this issue. Final conclusion: complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that there was missing information on the label. Label only shows information about the thread thickness.

Manufacturer narrative:
Samples received: none, pictures. Analysis and results: there are no previous complaints of this batch. We manufactured (B)(4) units of this batch. There are 12 units in our stock. We have received one picture of the front box label and one of the back box label to analyze the complaint. The picture of the front box label shows that the printing is incomplete, there is missing information. This defect took place in the warehouse at the moment of preparing the shipment. The ribbon (printing ink) was finished and this label was not printed completely. We have checked the manufacturing process (labeling) of the involved box and the failure was occurred due to the personnel involved in the packaging step did not checked this box and it was shipped to the customer. We take note of this incidence considered as an isolated and accidental case. The involved personnel will be warned about this issue. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.